Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 29jul2019. The customer reported that they were unable to confirm the complaint. The product support engineer (pse) troubleshot this issue with the customer the phone and recommended to perform flow and pressure tests. Part numbers for the data acquisition and flow sensors were provided. The customer reported that the ventilator has been returned to service. No parts replaced. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the ventilator had a patient disconnect alarm while connected. The ventilator was in clinical use the time the event occurred. There was no report of patient harm.